Event description:
A caller reported experiencing a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which the caller followed successfully, resolving the issue as the pump did not display the error again, and the sensor session was started without further problems.